Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. Inflation was performed five times at 14 atmospheres for 30 seconds. However, during the fifth inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.